Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed a gradual increase of pacing impedances greater than 2,000 ohms and an increase of pacing thresholds. The decision was made to review the patient at a later date and reprogram the device. A data disk was sent into a boston scientific technical services (ts) for review. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical service consultant reviewed the data and confirmed the increase in thresholds and that the pacing impedance measurements were gradually increasing over time. At the last device follow-up, the rv pacing impedance measurement was 1,466 ohms and has slowly increased up to 2,725 ohms. No noise has been observed on stored egm and all other lead measurements have remained stable. The increase in pacing impedances is most likely indicative of an rv lead tip/tissue interface issue rather than a mechanical defect. It was also discussed that although there is capture present, the thresholds are so high that there is no safety margin present in situations where the pacing impedances are high and the thresholds are outside normal ranges, the loss of capture can be sudden and unpredictable. The ts consultant advised that a complete lead revision should be performed. At this time, the rv lead remains in service and the patient will be continued to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.